Event description:
Masimo neonatal and adult oxygen saturation probes have been observed coming apart at the sensor and cable connection. The sensor is peeling up from the cable and exposing wires and threads. In this reported instance, the wiring was observed to have been exposed immediately after removing the device from the packaging. The wiring exposure is occurring at the junction between the adhesive probe (pink tape) and the white wire casing. The device has been sent to the manufacturer for evaluation purposes.